Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the device was contaminated. During preparation for this transcatheter arterial chemoembolization procedure, while unpacking the drug eluting 70-150 micron device it was found that the cap of the bottle had been opened. The procedure was completed with another of the same device and the patient was stable following the procedure.